Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a 2.0mm x 150mm x 150cm coyote¿ balloon catheter. No patient complications were reported.